Event description:
This is a case report received by baxter (B)(4) on (B)(6) from (B)(4) tech services. It was reported that on an unidentified date a system 1000 pump, was involved in an incident at the (B)(6). At the time of the problem it was reported that whilst connected to an unidentified patient the device shut down due to high temperature. Ultrafiltration volume was 9.5kg and should have been 1.5. Ultrafiltration corrected itself. The customer believes it could be a faulty sensor. The patient suffered hypotension. The patient's pre-bp was 141/67 and decreased to 93/28. The patient was rehydrated with normal saline and dialysis therapy was discontinued. The patient's post-bp was 120/60. No additional information available.

Manufacturer narrative:
(B)(4). The root cause for the reported condition of a system shutdown was undetermined. Additional information has been requested from the reporter. This is a product not distributed in the us and does not have a 510k number.